Event description:
This device was not able to be interrogated. Four different programmers were tried. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated confirming the clinical observation. An interrogation was not feasible due to invalid memory content. The implant type was not identifiable. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Using a technical programming tool, the invalid memory content was manually corrected. Subsequently the device interrogation was properly feasible. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be fully functional. In summary, the clinical observation resulted from invalid memory content. After a correction of the invalid memory content, the device proved to be fully functional. The root cause for the invalid memory content was not determinable. However, it cannot be excluded totally that external influences such as strong electromagnetic fields might have contributed to the clinical observation. There was no indication of a material or manufacturing problem.